Manufacturer narrative:
(B) (4).

Event description:
It was reported by the hcp the patient's pump had a volume discrepancy during a refill. The actual residual volume was greater than the expected residual volume. Specific values for volumes were not reported. The hcp stated during the last refill they aspirated back a full reservoir and the previous refill they aspirated half the expected amount. The hcp indicated a roller study may be performed for additional troubleshooting. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.